Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient saw an error code 528 on her handset. The caller was not with the patient. Caller reports ins is 100% charged and no parameter changes. The patient was redirected to their healthcare provider to further address the issue. The error code was generated due to an impedance issue. When she raised her left arm above her head, impedances on the ¿0¿ electrode were greater than 10k ohms in monopolar and all bipolar combinations. The ¿0¿ electrode was one of the electrodes being used for therapy. She was reprogrammed around the ¿0¿ electrode, using ¿1¿. She experienced therapeutic efficacy. They were having worsening symptoms and dyskinesias. She will follow up with the the physician again if she needs further programming or action.